Event description:
It was reported an medical intervention due to weight bearing pain and swelling of the knee. Surgeon noted that adverse event may be related to study procedure.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the list part revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation noted that no clinical supporting documents were provided to conduct a thorough analysis of the reported issue, thus the root cause of the reported pain and swelling cannot be concluded. Since this issue is ongoing, the future impact to the patient cannot be concluded but can be updated if more information becomes available. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).